Event description:
Boston scientific received information that interrogation of this cardiac resynchronization therapy (crt)-defibrillator and right ventricular lead (rv) displayed increased threshold measurements. In addition high out of range shock impedance measurements were displayed. A review of the memory logbook revealed one shock was delivered three years ago. The shock impedance has risen suddenly during the past four months. It was thought there may be a connection issue or a lead mechanical issue. Other measurements were within normal ranges. An internal technical service was consulted for further review of the data. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.